Manufacturer narrative:
The device was discontinued. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l info was received on (B)(4) 2014 which stated "the hosp could not provide any mnore info. We can not obtain the info requested. No add'l info could be obtained." A return sample for eval is not expected and the lot number was not provided. Should add'l info become available, a follow up report will be submitted. (B)(4).

Event description:
It is reported that the hosp pharmacist realized that the pt presented hyperemia after application of the device.